Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion with 24 pounds per square inch (psi) jc8386 and 25.50 psi with preventive maintenance set. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found within specification and the customer reported issue 'downstream occlusion; 24 psi w/jc8386 and 25.50 psi w/ pm set' could not be reproduced during evaluation. The reported condition was not verified. The pump passed both of the upstream and downstream occlusion testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.